Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The self test and displacement test were passed. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
S/w version 4.11j; retainer: black. The pump was returned for pump error 41 and pump error 43 alarm found on (B)(6) 2020. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit passed. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thus software. No unexpected an error in the motor was detected by reading unexpected value from hall sensor or motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period noted. Unit was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor / motor. However, long history download confirmed pump error 41 on 11/01/2021 1:44:9:00 and pump error 43 11/01/2021 1:44:51:00. The motor was tested out side the device and passed. The following were noted during visual inspection fading serial number label. An error in the motor was detected by reading unexpected value from hall sensor and pump error 41 alarm were not confirmed on long history download files problem isolated to motor. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.